Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks due to the patient experiencing atrial fibrillation (af) with rapid ventricular response. The rate initially started in the monitor only zone and then increased so that it entered the ventricular fibrillation (vf) zone. As a result, anti-tachycardia pacing (atp) and shocks were delivered until therapy was exhausted. The field representative contacted boston scientific technical services (ts) for technical assistance. The ts consultant discussed programming options to help prevent inappropriate shocks from reoccurring. The device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.